Event description:
As reported by customer to australian distributor "bubbles appeared repeatedly around rubber stopper of control syringe when drawing up fluid." There was no pt injury. The device was returned.